Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) went on-site to evaluate and repair the suspect device. The fsr reported the touchscreen backlight stopped working. The fsr verified and replaced the touchscreen. The fsr completed the user verification test and operational verification procedure and reported the unit is ready to be placed back into service. The defective part was sent to failure analysis for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit's screen went blank. The customer reported the unit continued to operate at the ventilator settings, but the issue was not resolved. The issue occurred during patient use; the customer reported the unit was switched out with another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and the reported event was unable to be duplicated. Under continuous operation of the led backlight of the touchscreen would fail and the screen would go blank while the ventilator continues to operate. This issue will be internally investigated within carefusion.